Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 - device evaluation: the product has been returned and evaluated by product analysis on 11/25/2014 with the following findings: there were multiple occlusion alarms observed in the pump black box associated with high force readings. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours without occlusion alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 28 mmol/l with no reported symptoms associated with frequent occlusions. The event was reviewed with the reporter and confirmed that the tubing and cartridge were being prepared and used per the instructions for use. The reporter indicated that the occlusions were unable to be cleared by changing the infusion set and cartridge. This report is made based on the allegation that the patient experienced hyperglycemia related to persistent occlusion alarms on the pump.

Manufacturer narrative:
The reporter also indicated an issue with the pump rewind step not working appropriately contributing to the event. The reporter indicated that the pump piston rod was not retracting when the rewind step was activated. The reporter confirmed that there were no button presses during the rewind sequence.